Event description:
It was reported that the vertical lift column power supply on the 8800 system had an early life failure during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.